Manufacturer narrative:
This record is a consolidation of records summarized as part of FDA¿s voluntary malfunction summary reporting program. 4 devices were returned to resmed/ resmed authorized service centers and evaluations confirmed the reported complaints. Of the 3 reported complaints related to battery error message displayed with device returns: 3 were resolved with an internal battery replacement; of the 1 reported complaint related to a reported battery fault, there was no fault found with the returned unit. All returned devices were serviced and fully tested before it was returned to the customer. 1 device with a reported complaint related to battery error message displayed was not returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
This report summarizes <noe> 5 </noe> malfunction events where it was reported to resmed that astral 150 devices had battery related issues. Of the 5 reported battery issues: 4 were related to battery error message displayed; 1 were related to a reported battery fault. There was no patient harm or serious injury reported as a result of these incident.